Manufacturer narrative:
Corrective action will be taken: 1. Update sop: when carrying out the case box packaging, the case box label should be attached first. Before the product is loaded into the case box, check whether the case box label is consistent with the pouch label; when packaging the outer carton box, first attach the outer carton box label. Before loading the case box into the outer carton box, check whether the case box label is consistent with the outer carton box label. Make sure the product is consistent with each label. Train the operators then. 2018-10-30 to be completed. 2. When the products are packaged in the inner packaging pouch in the clean room: 2.1. One batch is not completed and no other batch is allowed to be packaged. Before each batch begins to be packaged, confirm that all products and raw materials not related to the production of this batch have been removed. After each batch of packaging is completed, confirm that all materials related to this batch have been removed. And confirm whether the input and output are balanced, and fill in the relevant records. 2.2 after the pouches are sealed, arrange a specific person to check the label information of each pouch. 2.3 re-arrange the inner packaging area and do all kinds of markings, such as "label attachment area", "wiping area", "to be inspected area", "packaging and sealing area", etc. 2018-11-15 to be completed. 3. When the products are packaged in the case box and outer carton boxes in the common control room: 3.1 different batches of products are packaged in different areas. One area is only allowed to package one batch of products. No other batch is allowed to be packaged. One batch is not completed and no other batch is allowed to be packaged. Before each batch starts to be packaged, confirm all products and raw materials not related to the production of this batch have been removed, and after each batch of packaging is completed, confirm that all materials related to this batch have been removed. And confirm whether the input and output are balanced. Fill in the relevant records. 3.2 re-arrange the outer packaging area and do all kinds of markings, such as "packing area", "to be inspected area", "sop placement area", "batch production sign", etc. 2018-11-15 to be completed. 4. Tighten the proportion of fqc sampling inspection for latter five consecutive batches of production batches. From the previous normal sampling level: gb2828.1-2012 s-1, aql: 2.5 tightened inspection to level I, aql: 0.65. When the tightening inspection is carried out, if five consecutive batches of initial inspections are accepted, the normal inspection is resumed from the next batch. (Note: the sampling of the package is recorded as one product inspection batch for every 50 products. The number of less than 50 pieces is calculated according to 50 pieces; that is, the previous normal sampling is to sample 5 products for every 50 products, 0 ac/1 re. When the tightening inspection is carried out, 50 products sampling 20 products, 0 ac / 1 re). After the corrective actions are conducted, the initial five batches are tightened. Meanwhile,micro-tech(nanjing) co.,ltd will recall ref nbf13-01130230, lot m180409031, and a total of 1400pcs single-use biopsy forceps(it may contain grasping forceps, ref ngf33-11023230, lot men180408008,box label is single-use biopsy forceps,but pouch label is grasping forceps ) to reduce the risk of misuse.

Event description:
The customer complained:box also contained grasping forceps that appear labeled for the european market. The box contained two pair jumbo forceps and eight pair of grasping forceps. Physician used grasping forceps thinking they were jumbo forceps. The cup of the grasping forcep allegedly caused a tear in the mucosa while trying to retrieve a biopsy sample. Post-procedure, the patient complained of abdominal pain and alleged she passed blood during urination two times. Patient was observed, then discharged from the facility. The day after this complaint was filed, the treating physician stated he did not believe the patient suffered any injury from the procedure. Treating physician also suggested the patient may have had psychological problems that may have caused the patient to perceive symptoms of abdominal pain and blood during urination. No injury.

Manufacturer narrative:
The IFU of the single-use biopsy forceps indicate that, preparation: reference the product label and choose the appropriate device. The professional clinician should find the product is wrong reference the pouch label before operation. However, the clinician may not check the pouch label before operation. Grasping forceps may still be used incorrectly. Using grasping forceps to take a biopsy sample, it may cause a tear, perforation and bleeding, result in injury to the patient. Micro-tech(nanjing) co.,ltd will recall ref (B)(4), lot m180409031, and a total of (B)(4) single-use biopsy forceps (it may contain grasping forceps, ref (B)(4), lot men180408008, box label is single-use biopsy forceps, but pouch label is grasping forceps ) to reduce the risk of misuse. Meanwhile, micro-tech are conducting an internal investigation to identify the root cause of the problem and provide corrective and preventive actions. These will be reported in the follow-up report.

Event description:
The customer complained: box also contained grasping forceps that appear labeled for the european market. The box contained two pair jumbo forceps and eight pair of grasping forceps. Physician used grasping forceps thinking they were jumbo forceps. The cup of the grasping forcep allegedly caused a tear in the mucosa while trying to retrieve a biopsy sample. Post-procedure, the patient complained of abdominal pain and alleged she passed blood during urination two times. Patient was observed, then discharged from the facility. The day after this complaint was filed, the treating physician stated he did not believe the patient suffered any injury from the procedure. Treating physician also suggested the patient may have had psychological problems that may have caused the patient to perceive symptoms of abdominal pain and blood during urination. No injury.